Manufacturer narrative:
Multiple attempts have been made on 18dec2024, 06jan2025, and 22jan2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed during a patient transport as the screen went blank, and the device powered down with a "vent inoperable" message. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device failed during a patient transport as the screen went blank, and the device powered down with a "vent inoperable" message. The remote service engineer (rse) performed troubleshooting with the customer--the customer checked the event log and found that the 110a "da pcba adc reference failed" error was logged. The rse informed the customer that the manufacturer recommends the following per the service manual: 1. Verify 3.3v in diagnostics. 2. Verify 2.5v ref on data acquisition (da) printed circuit board assembly (pcba). 3. Replace the da pcba to motor controller (mc) pcba cable. 4. Replace the da pcba. 5. Replace the power management (pm) pcba. 6. Replace the central processing unit (cpu) pcba. The customer confirmed the voltage and requested the part numbers for the replacement da pcba to motor controller (mc) pcba cable and pm pcba. The rse provided the customer with the part numbers and prices of the replacement da pcba, da to mc pcba cable, pm pcba for repair. The investigation is ongoing.